Event description:
A (B) (6) male patient contacted zoll lifecor customer support to inform that his charger was showing a flashing green light and a flashing red light when one of his batteries was placed on it. Support sent the patient a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B) (4) has been completed. The reported problem was confirmed. Dead cells in the battery caused the patent to receive battery faults. The root cause of the dead battery cells cannot be positively identified. The battery was repaired and retested. No adverse event resulted from the dead battery cells. The patient was provided with a replacement battery.